Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 (variable 3) was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test sensor glucose value was displayed on the sensor glucose graph screen. The correct test value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter. No low alerts noted during testing. Device trace download analysis confirmed the insulin pump alarmed multiple replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool. Replace battery alerts due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. The customer¿s blood glucose was 257 mg/dl at the time of incident. Customer was able to clear the alarm. The customer also stated that they performed the self test but they were not able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.